Event description:
It was reported that at implant the pulse generator exhibited back up vvi operation. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the device was in backup vvi operation due to non maskable interrupt. After the product code was downloaded, normal function ensued. Comprehensive electrical testing (including vibration and thermal cycling) did not cause the vvi reset to recur.